Event description:
It was reported that the patient began experiencing extreme swelling (B)(6) 2012, in the lower part of her left leg. She mostly experiences the swelling when the weather is humid. She has recently noticed a rash of small red spots under the surface of the skin in her left and right legs extending from her knee to her foot. The patient has an appointment for blood test on (B)(6) 2012. She is scheduled to see her physician on (B)(6) 2012, for test results and a follow-up examination.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.